Event description:
Patient was undergoing laparoscopic oophorectomy of the right ovary. Due to embedment in the peritoneum, surgery was converted to an open procedure. Upon return of the patient to home, patient experienced pain at the umbilical incision site and discovered a rigid, translucent, plastic fragment in the umbilicus. Fragment was approximately 2cm square, triangular shaped with jagged edges and was curved. Upon further inspection, the piece appeared to be broken off of a laparoscopic trocar and was left in the patient post-operation. Procedure was performed at (B)(6). Surgical team was led by dr. (B)(6), md. Procedure was scheduled at 7:30 am (B)(6) 2018.